Event description:
Per the clinic, the patient is being treated for an infection at the implant site with oral antibiotics (kislex 500mg.) The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.